Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized. The cause of the event was unknown. Beginning one day prior to onset, the patient was treated with reflin injection 1 gram (route and frequency not reported) and tobramycin injection 40 milligrams (route and frequency not reported) for the peritonitis. Antibiotic treatment was ongoing. It was not reported if dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.